Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch of which was manufactured and distributed in the veterinarian market (B)(4) units. There are no units in stock in the warehouse. As no samples have been received and no units are available, only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product into the market were 2.95 kgf in average and 1.59 kgf in minimum fulfilling usp requirements: 1.80 kgf in average and 0.60 kgf in minimum. Taking into account that no other customer complaints have been received concerning this issue for this code batch it is consider that the needle detachment in the units involved is an isolated defect and the batch is correct. The complaint is considered not confirmed by lack of evidence of the product failure. Final conclusion: without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: USA. Defective, opened on (B)(6) 2018. Used during a snowstorm the temp was 22º with a lot of wind. I pulled 2 needle off suture while trying to suture steers leg.